Event description:
Through a review of the patient's programming history, it was found that the patient was initially interrogated on (B)(6) 2004 and found to be programmed to settings indicative of a faulted diagnostic test. Although it cannot be confirmed if and when a faulted system diagnostic test occurred, based on a date adjustment it is likely the faulted diagnostic test was performed prior to the initial interrogation. A second interrogation was performed, but no settings were changed. The patient's settings were not changed until the following visit in 2007.

Manufacturer narrative:
Analysis of programming history.